Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was identified as potentially the cause. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.